Event description:
The patient reported that she was told her battery was dead in the ER. She said that her battery was at 25% last year and now reported an increase in seizures and the loss of perception of stimulation and wants vns interrogated. The manufacturer's battery life calculation did not confirm battery depletion. No further relevant information has been received to date.